Manufacturer narrative:
Medwatch sent to FDA on 03/29/2016. (B)(4) further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of pain, broken veins, swelling, tenderness, "feels like something is blocked," and disclouration (tyndalls) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of pain, broken veins, swelling, tenderness, "feels like something is blocked," and disclouration (tyndalls) as follows: contra-indications "do not inject juvéderm voluma with lidocaine into blood vessels (intravascular)." Undesirable effects: "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. Coloration or discolouration of the injection area. Patients must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment."

Event description:
Patient reports "it's been well over a year now" since they developed an issue after injection to the tear troughs with unspecified juvederm. During injection the healthcare professional "overshot the mark with a blunt cannula which made [the patient] shout out as it did hurt." On this same side of the face, further down from the tear trough, the patient has a "flattened area with many broken veins.. More than usual.." The patient would "like this dissolved as it swells up from time to time and not only does it look very noticeable, but it is tender to the touch...it almost feels like something is blocked." The patient also notes "some discolouration (tyndalls?)". The patient visited their gp and an ent and both suggested the patient be checked out by a doctor who specializes in fillers. No medical or surgical intervention noted, it is unclear if the filler was dissolved. Symptoms are ongoing.